Event description:
A malfunction alarm was reported with the code "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed that the issue did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reoccurred.